Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to bolus and noticed that the infusion set was leaking out on to her. Blood glucose level at the time of the incident was 586 mg/dl, which had not yet been treated. Customer declined troubleshooting and stated that she would perform a set change. The insulin pump was not replaced or returned for analysis.